Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient was in the hospital due to chest pain/angina. Device interrogation showed the right ventricular (rv) lead impedances have been fluctuating over the last year. Pocket manipulation and arm movements would cause a fluctuation in impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.